Event description:
It has been reported to co that during the procedure the physician experienced insertion difficulties with the sheath of this device. Reportedly, the sheath was bending and "almost breaking" during insertion. It was unknown if the device was removed and replaced. The patient is reported as fine and the device is being returned for co's analysis.